Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a high blood glucose (bg) event with dexcom g7 continuous glucose monitoring (cgm) reading of 397 mg/dl following an infusion site change. Troubleshooting confirmed proper insulin delivery and connection. The agent guided the user through a site-only supply change, which resolved the issue. By (B)(6) 2025, the user¿s bg returned to range and corrected after relocating the infusion site away from scar tissue. The highest blood glucose (bg) recorded was 397 mg/dl. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.